Event description:
It was reported that the device exhibited possible early battery depletion. The device was explanted and replaced. During the replacement procedure, the new device was connected to the existing right ventricular (rv) lead, and would not pace. The device was disconnected, and then connected to the existing atrial lead, with the same results. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076 implantable pacing lead - (B)(6) 2001. 4592 competitor implantable pacing lead - (B)(6) 2010. (B)(4).